Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding the event and the product information and disposition. The attached user facility report# 3100020000-2012-9034, was received from the (B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a user facility report from the (B)(4) reporting that the patient's system controller was exchanged at the rehabilitation center due to red heart alarms and flow of less than 2.5. The patient was admitted to the hospital for further evaluation and discharged 48 hours later. No other information was provided.